Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device had okay telemetry and output and had reached ¿normal end of life.¿

Event description:
It was reported the patient's implantable neurostimulator (ins) depleted within 3 months unexpectedly. It was noted the device depleted within 3 months of implant.

Event description:
Additional information reported the device had reached end of service (eos)/the elective replacement indicator (eri).

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).